Event description:
It was reported that the patient experienced 12 inappropriate shocks due to rv lead fracture. Unacceptable thresholds, oversensing, and high varying lead impedance (700-2150 ohms) were also observed. During lead explant the stylet would not pass through the connector due to blood ingress. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient experienced 12 inappropriate shocks due to rv lead fracture. Unacceptable thresholds, oversensing, and high varying lead impedance (700-2150 ohms) were also observed. During lead explant the stylet would not pass through the connector due to blood ingress. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. It was reported that the patient experienced 12 inappropriate shocks due to rv lead fracture. Unacceptable thresholds, oversensing, and high varying lead impedance (700-2150 ohms) were also observed. During lead explant the stylet would not pass through the connector due to blood ingress. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure (select specific code from category d) device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing sensitivity shock, inappropriate blood contaminated device high threshold.